Event description:
Caller states that she ran a back to back test with the following results: 224mg/dl and 83mg/dl. She states that another set of back tests performed resulted in the following values: 170mg/dl, 87mg/dl, 93mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.